Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following the initial insertion of a farawave catheter into the sheath, the physician attempted to aspirate the sheath. However, it was noted that air was being pulled through the sheath valve. Multiple aspirations were attempted, but the air was not cleared. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to be returned for analysis as it was retained by the customer.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following the initial insertion of a farawave catheter into the sheath, the physician attempted to aspirate the sheath. However, it was noted that air was being pulled through the sheath valve. Multiple aspirations were attempted, but the air was not cleared. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to be returned for analysis as it was retained by the customer. It was later clarified that the only device that had been in the sheath at the time of event was the versacross connect dilator. Air was observed during the initial aspiration once the dilator was removed. The patient was not exposed to any of the air.

Manufacturer narrative:
Related report number updated; medsun (B)(4). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following the initial insertion of a farawave catheter into the sheath, the physician attempted to aspirate the sheath. However, it was noted that air was being pulled through the sheath valve. Multiple aspirations were attempted, but the air was not cleared. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to be returned for analysis as it was retained by the customer.

Manufacturer narrative:
Related report number updated; medsun (B)(4). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.